Manufacturer narrative:
B5: event description updated b6: radiologic image lab data updated b7: patient medical history updated g2: report source updated to legal medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Status post c3-c6 fusion with dr. (B)(6) . Continues to have neck pain. Recommend esi with f/u visit to consider acdf if no improvement. Patient specifically has a c5-6 pseudoarthrosis with no fusion mass in the facet joints at that level. The patient was cautioned that even with further surgery he may have permanent pain. The best way to approach this would be a single level c5-6 acdf, noting the patient's opll situation. This would be for axial neck pain only. Patient will contact his pain management specialist to see if they can do injections if they cannot we will refer him to someone who does. After an injection or series of injections he will call to schedule an acdf if not better.

Event description:
Patient visited the doctor on 2021, (B)(6), on (B)(6) 2022, chief complaint ¿ no complaint except pain post-surgery. Assessment ¿ c5-6 osteophyte, neck pain on (B)(6) 2022 chief complaint ¿ patient underwent c3-c6 laminectomy. Assessment ¿ c5-6 spine foraminal stenosis, neck pain on (B)(6) 2022 chief complaint ¿ neck pain. Assessment ¿ c5-6 osteophyte on (B)(6) 2022 chief complaint ¿ infection. Patient seems to be doing well. Assessment ¿ gingivitis on (B)(6) 2022 chief complaint ¿ shoulder area stiffness assessment ¿ shoulder pain on (B)(6) 2022 chief complaint ¿ no acute osseo abnormality assessment ¿ na on (B)(6) 2022 chief complaint ¿ no acute complaints. Patient seems to be doing well. Assessment ¿ na on (B)(6) 2022 chief complaint ¿ brain MRI. Patient seems to be doing well. Assessment ¿ na on 9 feb 2023 chief complaint ¿ no complaint. Elevated creatine assessment ¿ elevated creatine on (B)(6) 2023 chief complaint ¿ no complaint assessment ¿ wellness. On (B)(6) 2023 chief complaint ¿ shoulder and back pain with radiculopathy. Assessment ¿ discharge, vitamin d deficiency on (B)(6) 2023 chief complaint ¿ patient follow up post vitamin d3 deficiency. Back pain not documented by office. Assessment ¿ back pain neck pain, vitamin d3 deficiency on (B)(6) 2023 chief complaint ¿ degenerative disc disease, lower back pain rectal / penis dysfunction assessment ¿ lower back pain, moderate degenerative disc disease on (B)(6) 2023 chief complaint ¿ no acute complaints, neck pain worse and radiculopathy assessment ¿ neck pain, c5-6 bilateral screw loosening on (B)(6) 2023 chief complaint ¿ reported continued neck area pain due radiculopathy which triggered neck pain, numbness, and weakness. Assessment ¿ neck pain, c5-6 bilateral screw loosening on (B)(6) 2023 chief complaint ¿ no acute complaint assessment ¿ neck pain, c5-6 bilateral screw loosening, degenerative facet arthropathy.

Manufacturer narrative:
B5: patient visit data has been updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative regarding an event which occurred post a neck fusion surgery. It was reported that the patient is suffering with neck pain post surgery due to screw loosening. Patient followed with pain management. CT performed in (B)(6) 2023 which showed a ¿screw backing out¿.

Manufacturer narrative:
Product identifiers unknown d6a: year valid for the implant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B6: radiologic image lab data updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.